Event description:
It was reported that the patient expired after implant duration of one day, due to cardiogenic shock. The patient aslo had another device (model #2700) explanted, which is reportable on a alternative summary report. Information learned through follow up with the health care provider.

Manufacturer narrative:
Device not returned.

Event description:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.